Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug and fentanyl via an implantable pump for non-malignant pain. On (B)(6) 2021, it was reported that the patient's pump medication changed when previously they had only fentanyl in the pump. The patient clarified that they did not know what the other drug or if the drug had replaced or been added to the fentanyl. The patient stated that, following this, they were hospitalized and "almost died". According to the patient, that was when they found out that the catheter had fallen out of place. The patient was in severe pain. This event occurred approximately a year and a half or so before the date of the report.